Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed loss of capture. A decision was made to reposition this lead. A revision procedure was performed. This lead was successfully repositioned. Post operatively, no further issues were noted. The lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.